Manufacturer narrative:
Reference article: lundgren j, ekberg o, olsson r. Aspiration: a potential complication to vagus nerve stimulation. Epilepsia 1998;39 (september):998-1000.

Event description:
It was reported in a article that two children showed an increased degree of aspiration during continuous vns stimulation evaluated by videoradiography during barium swallow. Both children with the increased degree of aspiration had severe mental retardation and motor retardation and were dependant on assisted feeding. Both children showing the increased aspiration have a severe mental and motor impairment. Reference MDR number: 1644487-2008-02052 for the other child.